Manufacturer narrative:
It was reported that a second right hip revision surgery was performed due to pain. During the revision the modular sleeve, hemi head and bhr cup were removed. The anthology stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. Using the supplied implantation dates and hospital name. The devices part and lot numbers involved in this case have been preliminarily identified (subject to confirmation with medical records). The devices identified were as follows: 71356007 - 12lm06679 ¿ anthology so porous size 7 stem 74222300 - 09hw24565 - modular sleeve +4mm 12/14 74122550 - 08mw20674 - hemi head 50mm in the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Based on the provided implantation report, was the cup left in-vivo and in good position. According to the provided revision report, the patient had ongoing pain and evidence of synovitis. During the revision a fair amount of scar tissue, yellowish fluid, partial metallosis and a somewhat retroverted cup were noticed. The latter was suspected to have caused the metallosis. A relation of the implant position with the reasons for the revision cannot be excluded. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Smith + nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith + nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith + nephew, or its employees, that the report constitutes an admission that the device, smith + nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that patient underwent second revision surgery of right hip due to pain, refractory to resurfacing hip conversion to total hip. Acetabular cup un-revised during first revision surgery was replaced, together with modular femoral head and taper implanted (B)(6) 2013.